Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customers blood glucose was 600 mg/dl. The customer's current blood glucose was 258 mg/dl. The customer did experienced the symptoms such as feeling sick/unwell. The customer was treated by bolus with insulin pump. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer received change sensor and sensor updating alerts. The insulin pump will not be returned for analysis.